Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl. The customer administered manual insulin injections to address bg. The customer reverted to manual injections for insulin therapy.